Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study initially reported via a representative that the patient had sciatica pain due to high intensity of stimulation. There was no information on the actions taken, the relatedness, and the end date. No diagnostics/troubleshooting had been performed and it was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and none were planned. The patient's medical history included functional idiopathic urinary incontinence since 2008. Additional information received reported there was sciatica pain due to high intensity of stimulation on 22-oct-2015. Reprogramming was performed on (B)(6) 2015 and (B)(6) 2016. The event resolved on (B)(6) 2016. It was noted the event was assessed as not serious, not related to the procedure, and related to the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not related to the neurostimulator but related to the stimulation. No further patient complications have been reported as a result of this event.